Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right common artery (rca). Following ivus, this 20mm x 3.50mm nc quantum apex mr balloon catheter was inflated to 12atm in the distal rca. The device was then inflated at the mid part of the proximal rca and the balloon ruptured at 12atm. The device was removed intact from inside the patient. The procedure was completed with another 2.75 x 15mm nc quantum apex device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right common artery (rca). Following ivus, this 20mm x 3.50mm nc quantum apex mr balloon catheter was inflated to 12atm in the distal rca. The device was then inflated at the mid part of the proximal rca and the balloon ruptured at 12atm. The device was removed intact from inside the patient. The procedure was completed with another 2.75 x 15mm nc quantum apex device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned or analysis with blood in the balloon and inflation lumen of the catheter. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall 3mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).